Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 03-jan-2025 and forwarded to millyard advanced medical products, llc on 04-jan-2025. The patient reported being unable to get her pump running and troubleshooting was unsuccessful. The patient attempted to switch to her backup pump, but the screen was dark making it difficult to see. The patient was advised to go to the hospital since she could not get her backup pump running. The patient declined to go to the hospital at that time. The patient called back the following day to report she went to the hospital, was admitted and was receiving remodulin treatment. On the day the patient was admitted, the hospital doctor reported the patient was unable to get either pump working and that replacement pumps were being couriered. The doctor reported the patient was not having side effects. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.